Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they got insulin flow blocked alarm. The customer¿s blood glucose was unknown at the time of the incident. Customer's insulin pump also received several pump error alarms that were in the alarm history. Explained alarms and assisted in clearing. Customer's mother stated they were not able to rewind the pump. Advised to discontinue use of the pump and revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted. However, unit was received with corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.